Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. As a result, patient underwent surgical intervention to replace ipg on (B)(6) 2019. Stimulation therapy was restored postoperatively.